Event description:
Pic inserted 4/1/99. X-rays for position and patency on 4/23/99 revealed wire in right ventricle and pulmonary artery. Broken wire removed via catheter placed in right femoral vein. Pt tolerated procedure well. Initial insertion of pic on 4/1 was difficult due to large girth of pt's upper arm. Once line was in the vein, it passed easily in superior vena cava.